Event description:
It was reported that during the device replacement procedure, it was noticed on the right ventricular (rv) lead that the poly overlay insulation was fraying/peeling. Due to the patient having an occlusion barring the ability to place a new lead, the doctor decided to keep the rv lead intact. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).